Event description:
The hospital reported that after a coronary artery bypass procedure, the patient experienced an increased blood pressure of approximately 170/100 while awakening from anesthesia. A significant amount of blood was draining from the chest cavity. The patient was returned to the operating room for exploratory surgery; no bleeding was discovered. The patient continued to experience additional blood loss after the exploratory surgery and was again returned to the operating room and was placed on full cardiopulmonary bypass surgery for approximately 7 hours. Upon opening the aorta, a partial circular cut through a portion of the posterior aorta wall was observed. This cut led to a dissection and bleeding at another segment of the aorta. The aorta was repaired. The hospital believes the aortic cutter back-walled the aorta and that the surgeon was not holding the cutter directly vertical to the aorta during the procedure. The device will reportedly not be returned as it was discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. The reported incident indicates that procedural factors contributed to the event. The heartstring iii IFU cites "back-walling" of the aorta as a potential risk to the patient. The IFU advises the user that the cutter is to be held perpendicularly to the surface of the aorta and states that care should be taken not to exert excessive downward force while actuating the aortic cutter to reduce the risk of back-walling. A lot history record review could not be performed as the product lot number is unknown. (B)(4).